Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 10/8/97. On 10/9/97, the balloon catheter suddenly filled with blood and the iab was removed. No alarm sounded from the pump. (Event complications: none from the event- reported 10/14/97.) (Pt's current status: stable-rpt'd 10/14/97.)